Event description:
It was reported that during the patient's appointment with the doctor there was a concerned that the vns device is worsening the patient's sleep apnea. Additional information was received that the patient's sleep apnea was diagnosed years before the vns was implanted. The mother read online that the vns could be affecting the patient's sleep apnea. The doctor does not know if the vns is affecting anything at this point, but he decreased the frequency and increased the patient's off time. There were no medication changes or other factors that could cause or contribute to the patient's sleep apnea. The mother stated that decreasing the patient¿s settings seemed to help the patient's sleep apnea. The mother suggested turning the device off to see how effective the device is for the patient, but the doctor did not believe that was a good idea at this time. The mother is skeptical about everything and it is unknown if the mother is observing apnea, seizures or both. The doctor did not want to make any other changes at this time. No other relevant information has been received to date.